Manufacturer narrative:
This report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 2k91-29. Patient information: no further patient information is available. Review of complaint activity did not identify any adverse or non-statistical trends for the architect ca 19-9xr assay. Normal complaint activity was identified for falsely elevated results with reagent lot 89012m800. Using worldwide field data the historical performance of reagent lot 89012m800 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 89012m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 19-9xr assay was identified.

Event description:
The customer reported a false elevated architect ca 19-9xr results for a (B)(6) female patient that had her pancreas removed in 2013. The following results were provided: on (B)(6) 2018, 9303.4 u/ml; on (B)(6) 2018, 6410.6 u/ml; on (B)(6) 2019, 29316.0 u/ml. The patient had chest to pelvic area CT on (B)(6) 2019 and no evidence of tumors was found. The customer further indicated there was no adverse impact to the patient due to the CT scan.